Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 163834: 80 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 70 items of the same lot have been already sold without any similar reported event.

Event description:
The patient femoral bone was fractured spiraly at distal site. The breakage reason was unknown, but it was possible that the femoral bone was broken while inserting the stem. It was fixed with a wire. Due to this event, the surgery was prolonged about an hour.